Event description:
Report two of two received of tpn non-delivery without pump alarm. The customer states that the pump was programmed to deliver 1800cc's of tpn over 14 hours. The nursing staff initiates the infusion and also disconnects the patient when the infusion is complete. It is noticed by staff that only 100cc's of the tpn had infused. The pump recorded that it had delivered the 1800cc's when actually only 100cc's delivered. The pump did not alarm. The customer believes the position of the tpn bag in the backpack caused the tubing to be pinched off between the bag and the pump. This does not have a proximal occlusion alarm. The patient is not able to eat orally occasionally. No report of adverse patient effect. Additional patient information was requested, but no further information was available.